Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) advised commanded shock testing as a next step for evaluating the lead. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was later received indicating a revision procedure was performed to replace the crt-d due to normal battery depletion. At that time the chronic rv shock lead was also surgically abandoned and replaced. No adverse patient effects were reported.